Event description:
Surgical intervention due to possible allergic reaction to metal-on-metal.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.